Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI (B)(4).

Event description:
It was reported that the reported device was broken when the surgeon hit by hammer during arthroscopic bankart repair surgery on (B)(6) 2018. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. Additional event information received on 10/11/2018. The implant break in the anchor. It break during the intra-operative phase. There were unknown pieces that was broken. No information about the patient's bone quality. There is no information that the surgeon was off axis. Maybe, yes the same bone hole used to complete the procedure. The doctor should removed but not sure from the sales rep. The device was used in a shoulder procedure. There was no information that the instrument was implanted to the hard stop. No information that the knot fully cinch when popped off the card. No issue occur during the knot slide or tensioning.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the article associated with this complaint was received at the depuy mitek site in raynham, massachusetts, but after repeated attempts to locate the device, it could not be found. Therefore, a physical device investigation could not be performed and the customer's reported failure could not be evaluated or confirmed. Hence, a corrective and preventative action (CAPA) has been opened to address the systemic issue associated with missing complaint devices at the site. If and when the device is located, the complaint will be re-opened to complete the investigation. Furthermore, a non-conformance search was conducted and no non-conformances were identified for this part 210813 and lot l790119 combination. At this time, no corrective action is required for this device issue and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the reported device was broken when the surgeon hit by hammer during arthroscopic bankart repair surgery. The surgery was finished without any other problem although it was not reported how the surgery was completed. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.